Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
C-section - while the product was being used the sheath ripped. The product was thrown away at the hospital. Additional information received via email from sales representative/clinical development on april 25, 2017 - - she doesn't have the product anymore; they tossed it. - techs at the time not sure who the surgeon was. - what she heard happened was that they ripped it right on the sheath before they had an opportunity to place it: either they were unrolling it or possibly had just put it into the incision and went to deploy it/roll it down and the surgeon and/or the tech was too aggressive and the finger may have just popped through the sheath. - no issue; don't need to replace the unit. - she just thinks it is just user error. Type of intervention - an additional g6313 was used to complete the procedure. Patient status - no patient injury.